Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) was unable to be driven. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000463. A medtronic representative went to the site to test the equipment. Testing revealed that the unit would not drive and would beep three times upon boot up. The issue was traced to a bad strain gauge (j5) once the faulty unit was replaced the voltage was calibrated and the ias was driven down the hall with no issues. The system passed system checkout. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000463. A medtronic representative went to the site to test the equipment. Testing revealed that the unit would not drive and would beep three times upon boot up. The issue was traced to a bad strain gauge (j5) once the faulty unit was replaced the voltage was calibrated and the ias was driven down the hall with no issues. The system passed system checkout. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) was unable to be driven. There was no patient involvement.

Manufacturer narrative:
H3, h6: the strain gauge was returned to the manufacturer for analysis. Analysis found that the reported complaint was confirmed. The strain gauge failed continuity testing and pin 3 was found to be open on the strain gauge connector. Analysis found that the reported event was related to an electrical failure. Codes b01, c02 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: svc o2 bi71000221r pcba gn dgl mt CT rfb. H3: the returned motion control pcba was installed in a test system and the issue was confirmed. The system was beeping when booting, but continued to boot and ready. 1.412 vdc voltage measured across tp8 and tp23 and 0.633vdc across tp10 and tp23 confirmed the voltage drifted. Expected voltages for both between 2.4vdc and 2.6vdc. H6: b01, c02 and d02 apply to the returned product. B21, c19 and d15 apply to the returned. Product ID: kit svc o2 bi71000463 strain gauge b01, c07 and d02 apply to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.